Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist dialed into the server and checked the enterprise server webpage, where the username was not found; the correct username was identified. Tss then dialed into the station and retrieved the debug log, which showed a login error with an authentication failure reason of invalid credential. The customer was informed that an incorrect username had been used during login, and the customer acknowledged the information. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.